Manufacturer narrative:
Concomitant medical products: product ID 977c265, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for n on-malignant pain. It was reported that the patient had drainage and an infection. A culture was done on (B)(6) 2017 and confirmed the infection. The rep had limited information about the patient¿s symptoms and where the infection/drainage was coming from. The entire system was planned to be explanted on (B)(6) 2017. The rep didn¿t know whether the patient had been put on antibiotics or not in the meantime. The event began in 2017, sometime the week prior to (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.